Event description:
An error message was reported with the adc device in use with samsung a phone with android operating system version 12. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "dizziness", a loss of consciousness and customer stated they did "nothing" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported scan error. Attempted to replicate the user¿s complaint using samsung galaxy s10, (android 12, 2.8.4.9335) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung, a phone with android operating system version 12. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "dizziness", a loss of consciousness and customer stated they did "nothing" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.